Event description:
The recipient is reportedly experiencing decreased performance and facial nerve stimulation as a result of middle and external ear complications. The recipient was given various treatments and programing adjustments have been made, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was not reimplanted. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was given recovery treatment and has healed post surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.